Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that all steps were done correctly to prep the angio-seal. The device was inserted into the arteriotomy with no issue. When the doctor went to deploy the angio-seal everything pulled out of the vessel as if the foot plate did not catch. Manual pressure was held with no negative effect on the patient. There was no blood loss. The procedure performed prior to the use of the angio-seal was an arterial vascular procedure.